Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient received 5 shocks that did not convert the arrythmia. The device recorded a 'shorted lead' fault indicator. The patient was hospitalized in critical condition.